Manufacturer narrative:
This product is not marketed in the us. Patient code: secondary surgical intervention, lens explanted and exchanged for longer lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 vicmo_12.1 implantable collamer lens, -12.50 diopter in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2018 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and dry residue on the lens surface. (B)(4)